Manufacturer narrative:
Concomitant medical products: ilxch1616115 stent graft, bfxch2816165 stent graft, ilxch161685 stent graft; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's spouse is concerned that the device did not "do its job" and provide therapy before the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and indicated that at last clinic visit prior to the patient's death no performance issues were observed.